Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jul-2024. The most recent information was received on 10-jul-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic right lumbar pain") in a 51-year-old female patient who had essure inserted (lot no. He011kb) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), insomnia ("insomnia"), night sweats ("night sweats"), brain fog ("brain fog"), disturbance in attention (" impaired concentration"), amnesia ("memory loss"), rhinorrhoea ("continuous runny nose"), eye pruritus (" itchy eyes"), hordeolum (" recurrent styes,"), visual impairment ("significant decreased vision"), alopecia ("hair loss"), ligament sprain ("ligament fragility (sprains)") and arthralgia ("muscle & joint pain"). In 2021 she experienced burnout syndrome ("burn out syndrome"). In 2022 she experienced pyelonephritis ("recurrent pyelonephritis"), immune system disorder ("immune system disorders"), intestinal polyp ("intestinal polyps"), ear, nose and throat disorder ("otorhinolaryngology fragility") and rotator cuff syndrome ("shoulder tendinitis") and was found to have skin cancer ("2 skin cancers"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pyelonephritis, immune system disorder, intestinal polyp, skin cancer, ear, nose and throat disorder, rotator cuff syndrome, fatigue, insomnia, night sweats, burnout syndrome, brain fog, disturbance in attention, amnesia, rhinorrhoea, eye pruritus, hordeolum, visual impairment, alopecia, ligament sprain, arthralgia or back pain. The reporter commented: period of occurrence: since the date of insertion, onset of different adverse effects. For the last 2 years: recurrent pyelonephritis and immune system disorders (intestinal polyps and 2 skin cancers, otorhinolaryngology fragility), shoulder tendinitis, since insertion: chronic fatigue, insomnia, night sweats, anxiety (burn out in 2021), brain fog, impaired concentration and memory loss, continuous runny nose, itchy eyes, recurrent styes, significant decreased vision, hair loss, ligament fragility (sprains), muscle and joint pain, chronic right lumbar pain. Batch no. He011kb, expiration date: 2019-01-28, manufacture date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jul-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number:(B)(4) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic right lumbar pain") in a 51-year-old female patient who had essure inserted (lot no. He011kb) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), insomnia ("insomnia"), night sweats ("night sweats"), brain fog ("brain fog"), disturbance in attention (" impaired concentration"), amnesia ("memory loss"), rhinorrhoea ("continuous runny nose"), eye pruritus (" itchy eyes"), hordeolum (" recurrent styes,"), visual impairment ("significant decreased vision"), alopecia ("hair loss"), ligament sprain ("ligament fragility (sprains)") and arthralgia ("muscle & joint pain"). In 2021 she experienced burnout syndrome ("burn out syndrome"). In 2022 she experienced pyelonephritis ("recurrent pyelonephritis"), immune system disorder ("immune system disorders"), intestinal polyp ("intestinal polyps"), ear, nose and throat disorder ("otorhinolaryngology fragility") and rotator cuff syndrome ("shoulder tendinitis") and was found to have skin cancer ("2 skin cancers"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pyelonephritis, immune system disorder, intestinal polyp, skin cancer, ear, nose and throat disorder, rotator cuff syndrome, fatigue, insomnia, night sweats, burnout syndrome, brain fog, disturbance in attention, amnesia, rhinorrhoea, eye pruritus, hordeolum, visual impairment, alopecia, ligament sprain, arthralgia or back pain. The reporter commented: period of occurrence: since the date of insertion, onset of different adverse effects. For the last 2 years: recurrent pyelonephritis and immune system disorders (intestinal polyps and 2 skin cancers, otorhinolaryngology fragility), shoulder tendinitis, since insertion: chronic fatigue, insomnia, night sweats, anxiety (burn out in 2021), brain fog, impaired concentration and memory loss, continuous runny nose, itchy eyes, recurrent styes, significant decreased vision, hair loss, ligament fragility (sprains), muscle and joint pain, chronic right lumbar pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.